Manufacturer narrative:
This part is not approved for use in the united states; however, the catalog # c01a and 510k # k160983 is cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient with metastatic bone tumor at l1 and vertebral compression fracture underwent surgery. Intra-op, cement flowed to the lower vertebral body during filling of cement from right side and cement leaked to inter-vertebral disc. The cement was stored at proper temperature before and during the procedure. The cement was mixed for about one minute. It was doughy and homogeneous prior to delivery into the patient. The procedure was completed successfully with the original product. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.